Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the pink slide did not move forward, and the cannula did not deploy at pod activation, indicating a needle mechanism failure. The controller displayed a message to deactivate the pod, and the pod reportedly emitted an alarm. The patient deactivated the pod, and it was at this point that the pink slide moved forward and the cannula deployed. No impact to the patient's glucose level was reported. The pod was worn on the upper left arm for less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data indicates that the pod completed both the first and second priming sequences before being deactivated. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined. Investigation found no defects or deficiencies that would contribute to a communication error during its operation. The pod communicated during the download process. The pod was successfully paired to a controller and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.